Event description:
Patient had a hip replacement done in (B)(6) 2013 and was doing well until 2 weeks ago. She reports hearing clicking and then had a dislocation of the hip. The patient had repeated dislocation and needed revision surgery. At surgery the patient was found to have a fracture polymethine liner at the rim.